Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step of load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. With guidance from technical support, loaded new cartridge, confirmed insulin drops were visible after filling tubing, and successfully completed load process and resumed insulin delivery. Reportedly, the customer planned to give a correction dose through pump to address the elevated blood glucose level.